Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were in the hospital waiting on a surgery to have the ins removed. The patient reported that the device broke through the skin, so they went back to the implanting healthcare provider (hcp) and they determined that the device needed to be removed. The patient connected to the ins on the day of the report with the patient programmer (pp) and saw a poor communication screen. The patient reported that they hadn't charged since early january since an unrelated back surgery. No further complications were reported.